Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address poly wear and osteolysis.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. The investigation can draw no conclusion regarding the reported event with the information available. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.